Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of peritonitis was not reported. It was reported the patient was hospitalized for abdominal pain and vomiting. On an unknown date, the patient was treated with an injection vancomycin (1gm) injection amikacin (100mg) and injection heparin (1000 iu per bag, intraperitoneal) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.